Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to inflation issues. A revision surgery was performed, upon examination fluid leakage due to a puncture in the cylinders was found. The cylinders were explanted and replaced, the reservoir was leak tested; however, no issues were found and therefore, it remained implanted. No patient complications were reported.